Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that in 2019, while using unknown 4.5 periloc proximal humerus plates in multiple patients, the proximal locking mechanism failed. The surgeon had no recollection of the cases or dates. Further information is unknown.

Manufacturer narrative:
Section h10: the devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, no clinical factors were found and/or provided that could have contributed to the root cause of the reported proximal locking mechanism failure. According to the report, the surgeon has no recollection of the cases nor dates. Therefore, the impact to the multiple patients beyond that which has already reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include abnormal loading of limb, friction, assembly issue, device/bone surface contact, patient medical history, poor bone quality, and/or post-operative healing issue. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).